Manufacturer narrative:
A philips remote service engineer (rse) contacted the customer. Despite attempts to reconfigure the bed to bed to allow the alarms of a workstation to be displayed on the other monitors, the problem was not able to be solved remotely; therefore, onsite planning was required. A philips field service engineer (fse) went to the customer site. While onsite, the fse replaced the internal hard drive and reloaded the software. The fse was then able to restore the configuration. Based on the information available and the testing conducted, the cause of the reported problem was related to a hard drive failure. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an m3150 upgrade rel n.0 indicating that alarms from one location are not displayed on the other monitors. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone #: (B)(4). Reporter phone #: (B)(6).